Manufacturer narrative:
E1: initial reporter facility name: (B)(6), e1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution set had a crack in the infusion line "prior to coupling"; further described as "patient perceived moisture at the insertion site". This was discovered while inspecting the device during patient infusion of intravenous (IV) medication. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.